Manufacturer narrative:
Block b3 (date of event): the exact date of the event is unknown. The provided event date (B)(6) 2020 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h10: the returned rx needle knife xl was analyzed, and visual evaluation noted that the working length was bent at 60cm from the distal tip and twisted at the distal section. The device was observed under magnification and the cutting wire was found detached. A functional evaluation noted that the cutting wire was not visible when the handle was actuated due to the detachment of the cutting wire. No other problems with the device were noted. The reported event was confirmed. Upon analysis, it was found the cutting wire was detached, and the working length was observed bent and twisted. Based on the available information, the problems found could have been caused by manipulation during procedure or if the needle was not completely retracted during advancing of the device into the endoscope. Additionally, short and deliberate movements should be used to prevent contact between the device and other hard surfaces. Based on all gathered information, the investigation determined that the most probable root cause for the reported event of cutting wire break is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Block h11: correction - block e1 (initial reporter country): corrected from unknown to united states. Correction - block e1 (rfb initial rptr country): corrected from no information (ni) to required.

Event description:
It was reported to boston scientific corporation that an rx needle knife xl was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, it was noted that the needle tip broke. Reportedly, no part was detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2020 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx needle knife xl was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, it was noted that the needle tip broke. Reportedly, no part was detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.